Manufacturer narrative:
The device in question was returned to walkmed infusion for an investigation. The device was subjected through an "air in line" test to determine if the pump would successfully detect air in the infusion line. The pump met the acceptance criteria and walkmed infusion was unable to confirm the reported event. There was no pt injury. The mfg records did not reveal any nonconformities related to the reported event.

Event description:
During treatment, the pump failed to detect air in the infusion line. An unk amount of air was infused into the pt.